Manufacturer narrative:
Alarm history data review found evidence of two alarms, both associated with the servicing process; one "2d" fault code alarm, which occurs as a result of operation on the secondary motor for test purposes, and one "4a" fault code alarm, which occurs by allowing the driver to run while disconnected from the patient simulator. Because the complaint alleged no alarms, alarm history data review is not applicable to this investigation. Visual inspection of external components found no evidence of damage or abnormalities. Visual inspection of interior components found a crack at the screw housing boss on the lower left corner of the front housing. An observation test run totaling 84 hours at normotensive settings was completed with no observed alarms or discrepancies in the cardiac output or fill volume display readings. Additional testing to replicate the issue was performed by manually manipulating the cable that connects the airflow sensor to the main pcba. During this testing, display readings for cardiac output ranged from asterisks to 6.4 l/pm. A brief alarm was also observed. The root cause of the asterisks displayed for cardiac output and fill volume is an intermittent connection in the cable that connects the airflow sensor to the main pcba. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5425 (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver display showed asterisks instead of numbers for the fill volume and cardiac output.